Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined that the reported difficulties appear to be due to case circumstances. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat an occlusion located in the proximal common femoral artery that was heavily calcified. An emboshield nav6 embolic protection system was used over the barewire workhorse delivery wire and successfully placed in the lower leg. A non-abbott stent was then threaded over the barewire and inserted into the thigh to treat an occlusion. After 10 minutes using the barewire in combination with the non-abbott stent, both devices could not be advanced or removed against each other anymore. Both devices had to be removed as single device out of the patient anatomy. A non-abbott wire was used to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.